Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating current test, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The pump test ultra link meter communicates properly to pump and the bayer meter communicate to the pump properly noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating physical damage in the form of scratches on the screen of their insulin pump. The customer states that the scratches make it difficult to read the screen of the insulin pump. The customer's blood glucose level was 418 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.